Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection no physical damage. Review of the event history log could not confirm a record of the reported issue. Functional testing was able to replicate the reported issue; the main board and dose cord connector were found to be defective. The root cause was determined to be the main board and dose cord connector. The main board and dose cord connector were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited an unknown error or defective dose. Per the reporter, there were no adverse patient effects.